Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. The customer wants to send it in for repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 07/12/2021 emailed the customer via (B)(6) for patient information: the customer replied by stating; I will not be giving you any kind of patient information. Attempt # 1: on 07/12/2021 emailed the customer via (B)(6) for patient information: the customer replied by stating; I will not be giving you any kind of patient information. Attempt # 1: on 07/12/2021 emailed the customer via (B)(6) for patient information: the customer replied by stating; I will not be giving you any kind of patient information.

Event description:
The customer reported that the central nurse's station (cns) went into the windows blue screen twice this week. The unit was rebooted each time and went back to monitoring mode, but now it won't get pass the operating system set up after rebooting. There was no patient injury reported.